Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges that the patient had subsequent surgical intervention and "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive, no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Updated fields: a2, b4, b5, b7, d3, d4 (product lot no., product catalog no., UDI no.,), g3, g6, h2, h6, h10. This supplemental emdr represents the bard/davol perfix plug (device #2). An additional supplemental emdr was submitted to represent the bard/davol perfix plug (device #1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard/davol perfix plug (x2) on (B)(6) 2007 and 3dmax (x2) on (B)(6) 2020. As reported, the patient is making a claim for an adverse patient outcome against perfix plug (x2). It is alleged that the patient underwent revision surgery on (B)(6) 2020. Attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: (B)(6) 2007 - patient was diagnosed with bilateral inguinal hernias thereby underwent open repair with implant of perfix plug (device 1 and 2). Per op notes, ¿on the left inguinal region, the hernia sac was identified. The hernia sac was separated from the cord structures and reduced. A perfix plug (device 1) with patch was placed and sutured. On the right inguinal region, the hernia sac was identified and freed from cord structures. The cord lipoma was identified and excised. The hernia sac was reduced. A perfix plug (device 2) with onlay patch was placed and sutured.¿ on (B)(6) 2020 - patient was diagnosed with recurrent bilateral inguinal hernias thereby underwent robotic assisted repair with implant of 3dmax (device 3 and 4). Per op notes, ¿on the left and right inguinal region, the prior meshes (device 1 and 2) was partially exposed into the intra-abdominal cavity from the prior repair. There were some adhesions from mesh to colon in both sides were taken down. On the left side, the hernia sac and cord were noted and chronically scarred, and bundle of scar tissue was excised. The hernia sac was reduced. On the right inguinal region, the hernia sac was identified with cord lipoma was excised. The hernia sac was reduced. Scar tissue was excised. Two 3dmax (device 3 and 4) were placed on both sides and sutured.¿

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges that the patient had subsequent surgical intervention and "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. This emdr represents the bard/davol perfix plug (device #2). An additional emdr was submitted to represent the bard/davol perfix plug (device #1). Should additional information be provided, a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard/davol perfix plug (x2) on (B)(6) 2007 and 3dmax (x2) on (B)(6) 2020. As reported, the patient is making a claim for an adverse patient outcome against perfix plug (x2). It is alleged that the patient underwent revision surgery on (B)(6) 2020. Attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective.